Manufacturer narrative:
The device involved in this event are expected to be returned for evaluation; however, it has not yet been received. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is an unknown afx.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an unknown afx vela. The date of implant has not been reported. Post-initial procedure emergent reintervention was completed due to abdominal pain. The device was explanted. The physician reported that there was a big hole in the fabric of the afx vela. The patient is reported to be doing good post-surgery.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record could not be completed. The part number/lot number combination needed for device identification remains unknown. The user facility was unable to provide this information. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains at the user facility. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident were received by endologix. As such, event determination, off-label conditions, related patient harms, and patient disposition could not be independently assessed. The user facility was unable to provide this information. Procedure-related harms, device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported as doing good post-surgery. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is an unknown afx..

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an unknown afx vela. The date of implant has not been reported. Post-initial procedure emergent reintervention was completed due to abdominal pain. The device was explanted. The physician reported that there was a big hole in the fabric of the afx vela. The patient is reported to be doing good post-surgery. Additional information shows that the physician reported a hole in the fabric of the vela device (classified as a type 3b endoleak). Multiple requests have been made for the return of the device. The device return status is currently unknown. The explanted devices were returned, and subsequently evaluated. It was, therefore, determined that the patient was initially implanted with an afx bifurcated stent graft and an afx vela infrarenal or suprarenal proximal extension.

Manufacturer narrative:
An evaluation of the manufacturing record could not be completed. The part number/lot number combination needed for device identification remains unknown. The user facility was unable to provide this information. An evaluation of the returned devices was completed. Endologix received one (1) afx bifurcated stent graft and one (1) vela infrarenal/suprarenal stent graft for evaluation. These devices were shipped in a biohazard container, securely enclosed within a bag, and placed within a box. Upon receipt, there were visible signs of blood and tissue residue, which prompted the need for decontamination. A comprehensive, visual analysis was conducted. The afx bifurcated stent graft underwent meticulous visual inspection, revealing that the graft's integrity remained intact, with no discernible defects. The vela suprarenal stent graft exhibited multiple holes and tears throughout its structure, however, it cannot be conclusively determined whether the holes and tears were due to a graft deficiency or incurred during the explantation process. Therefore, the reported type 3b endoleak could not be confirmed. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident were received by endologix. As such, event determination, off-label conditions, related patient harms, and patient disposition could not be independently assessed. The user facility was unable to provide this information. Procedure-related harms, device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported as doing good post-surgery. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is an unknown afx. Corrections: b5: describe event or problem - updated d9: device available for eval? - updated g4: date of received by manufacturer - updated h3: device evaluated by manufacturer - updated h6 health effect - clinical code; remove 1994 h6 investigation type codes; remove 4114 and 4118 h10/h11: additional manufacturer narrative/corrected data - updated.